Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and the monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh were implanted on (B)(6) 2007. Following insertion the patient experienced pain, erosion, urinary problems, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2007 the patient underwent removal of bladder sling due to painful rejection.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.